Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 6 (brownout termination) with event log 21. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The battery voltage was measured and the results were with in specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message on the 7th day while wearing the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and self-treated with carbohydrates. The customer further reported having contact with a healthcare professional who provided glucose tablets for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed on the pcba. Extracted data from returned sensor using approved software. Sensor found to be in state 6 (brownout termination) with event log 21. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Sensor moved to state 3 (indicating the sensor was paired within the last 14 days). Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message on the 7th day while wearing the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and self-treated with carbohydrates. The customer further reported having contact with a healthcare professional who provided glucose tablets for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.